Event description:
Trocar noted to be fractured during procedure. Approx. 1 1/4 cm x 1/2 cm piece of trocar remains in patient. M.d. Doesn't feel burr fractured the cannula. Feels cannula was possibly defective.